Event description:
I had the essure birth control procedure done in (B)(6) 2011 after my last son. Three weeks after my dr placed the coils, the coil on the left side fell out. I took it to my dr and showed them, which was good because they said I was lying, it couldn't happen, until I showed them the coil. I asked them to take the right side out since it would do no good to have one side in and not the other plus I was worried if one moved the other may be moving, stuck somewhere or on it's way out. My dr refused saying they were sure it was fine and they wouldn't need to do anything further with me, meaning after test to see if it was closed off on the right. I have been having major health problems since including; severe headaches, severe abdomen and back pain, shooting pain down my right leg, weight loss, tired constantly, always sick, not sleeping, heart palpitations, chest pains, racing heart, bowel pain, severe constipation, diarrhea, fever, night sweats, hot flashes. I have been to dr after dr trying to find someone to listen to me about all my symptoms, mostly the abdomen pain as it feels like I'm being rooted apart more then not anymore. Every dr did not do tests or anything to see what the problem was. Most just said it couldn't be the essure. I've asked several for a hysterectomy to just take the essure out, but haven't found a dr that will do it. I recently found a ob dr that is amazing and wants to run a bunch of blood tests and scans to see if she can figure out the problem. She did confirm that I have an infection in my uterus at this time so I started antibiotics (B)(6). Endoscopy and colonoscopy (B)(6) 2012- showed gastritis in my stomach and nothing much wrong with my colon. CT scan (B)(6) 2013- showed the coil, but it seemed to be in the wrong place of my tube. Also was shown a cyst on my right side that I've never had before. CT scan (B)(6) 2014- again showed the coil, but appeared to be in the wrong place of my tube. Also shown a cyst on my right side.